Event description:
A report was received that the patient's ipg and leads will be replaced. Reason unknown. No other details provided.

Event description:
A report was received that the patient's ipg and leads will be replaced. Reason unknown. No other details provided.

Event description:
A report was received that the patient's ipg and leads will be replaced. Reason unknown. No other details provided.

Manufacturer narrative:
Additional information was received that the reason for ipg replacement was due to patient¿s inability to charge. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50, serial/lot#: (B)(4), description: scs 50cm iii lead.

Manufacturer narrative:
Additional information was received that only the ipg will be replaced per patient¿s preference.